Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing difficulty charging her ipg. The pt's ipg was free floating in the pocket and not laying flat. The physician repositioned the ipg and the pt is reportedly doing well.